Manufacturer narrative:
Event occurred the last couple of months.

Event description:
It was reported that the patient could not charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.